Event description:
It was reported that the pt had intermittent withdrawal symptoms. A pump myelogram revealed that the pt's catheter had migrated. A catheter revision was done. There were no complications reported two weeks post-operatively. A follow-up appointment was planned. The pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code(s) no longer applies to this event.